Event description:
On (B)(6) 2025, it was reported user¿s ilet displayed alert 38 (motor stall). The user¿s blood glucose (bg) rose above 500 mg/dl, and they self-administered 13 units of insulin manually. During troubleshooting, the agent identified that the luer connector needle was bent, although the cartridge glass was intact. The user performed a full supply change, including a new connector, and insulin delivery resumed normally. Bg at the end of the call was 318 mg/dl and trending down. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.